Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg is inoperable. Surgical intervention may take place at a later date.

Manufacturer narrative:
It was reported to abbott, a patient¿s ipg was inoperable. Initially, the plan was to schedule the patient for an operation. It was reported on 17 oct 2022, the patient did not want to undergo surgery. The patient¿s pain was supportable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.